Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was 98 mg/dl. The customer stated that she was having a lots of problems with the sensors. The customer said that she would call and it was always the same thing over and over. The customer stated that she quit using the sensor. The customer declined to troubleshoot stating that these alarm situations did not end up causing a serious injury or a visit to the hospital or emergency room. The customer was offered further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.